Event description:
Update: (B)(6) 2014 - litigation received. Litigation alleges physical injuries, elevated metal ion levels and disfigurement. There is no new additional information that would affect the investigation. This complaint was updated on: (B)(6) 2014. Comment: there is a side discrepancy. The der states the right side, while litigation states the left for this revision date. The patient is bilateral. For accuracy, the side and dor from the der will remain. Should we receive additional information, we will update if needed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Correction of the manufacturing facility information. Changed from (B)(4) to (B)(4). Depuy still considers this investigation closed.

Event description:
Patient was revised due to pain.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.